Event description:
It was reported that the pt's implantable neurostimulator encountered a power on reset (por) condition. The cause was not clear. It was not known if the neurostimulator was overdischarged. It was later reported that the error code associated with the por condition was not known. The pt experienced an increase in back pain, due to the recent non-use of the neurostimulator, and required more stimulation at this time. Troubleshooting was performed in order for the pt to regain the ability to charge the neurostimulator. The pt subsequently met with the MFR rep to remove the por message and reprogram the device. It was suggested that the cause of the event was due to the device not being recharged. Additional info was requested but not available as of the date of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).